Event description:
It was reported that hv lead impedance had risen over time, but have now stabilized. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.